Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime and compromised forced sensor test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08760 inches. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis, on (B)(6) 2018 with blood glucose of 704 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. The insulin pump will be returned for analysis.